Event description:
The physician was attempting to use a 3.0mm diameter x 30mm length endeavor sprint rx drug eluting stent to treat a lesion in the rca which exhibited 80% stenosis, moderate tortuosity and little calcification. No abnormality during preparation of the device prior to use. The lesion was pre-dilated with a with 2.5x15mm balloon, however, the endeavor sprint could not cross the lesion. Force was required to advance/remove the device to/from target lesion. When the device was removed it was observed that the stent struts were damaged. The lesion was treated with a two (2) bms (overlap) no patient injury or other sequelae were reported.

Manufacturer narrative:
Results and conclusions: (no device or cd received for evaluation). (Failure to deliver stent and stent deformation). (Patient lesion morphology, 80% stenosis, moderate tortuosity and little calcification). (Force used). (B)(4).